Event description:
It was reported that patient presented in clinic for follow-up. It was noted that atrial lead exhibited under sensing due to decrease in sensing and loss of sensing. It was suspected that the decrease in sensing was due to lack of atrial lead slack. The lead was explanted and replaced as a result. Patient condition was stable.

Manufacturer narrative:
The reported events were sensing anomaly and lead slack. As received, a complete lead was returned in one piece. The reported event of sensing anomaly was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.